Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, d.1, d.2, d4, d6b, g2, g.4, h.4, h.6.

Event description:
Patient representative reported patient experienced ¿mental anguish, grief, anxiety, apprehension, ¿and fear of increased risk of bia-alcl, increased risk of bia-alcl¿ and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ ¿past and future non- economic damages,¿ ¿disfigurement¿ and ¿suffered, and continues to suffer from physical permanent injury;¿ these events are not related to the device. Device was explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089218. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency, "I had allergan textured breast implants implanted in me following my mastectomy in 2015. Within three months I developed svt supraventricular tachycardia. I have suffered from the past four years and have had to be taken to the hosp and have my heart restarted twice during this time. Additionally, these implants have caused me to have chronic fatigue, nausea. Pain and swelling of my breasts. They also have made my breasts rock hard. Contracture have formed in both breasts. I have also developed cysts and lumps under my armpits, requiring medication and physician intervention. This has led to bouts of depression, loss of time at work and care of a counselor and psychiatrist. I am having the implants removed next month and will be tested for bia-al-cl cancer at that time." Device remains implanted. This is the left side record.